Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left s1 drg lead was fractured and confirmed via x-ray. As such surgical intervention was undertaken during which the fracture site separated from the other half of the lead and part of the lead was stuck inside the left s1 sacrum. Physician was unsuccessful in taking out the lead but a new left s1 lead was placed beside and thereby restoring effective therapy.